Event description:
It was reported that the patient experienced inappropriate high voltage shocks for a non-vt/vf due to unspecified noise over-sensing. A lead dislodgement was suspected, and an x-ray was scheduled. The results of the x-ray were not provided. The lead was removed and replaced on a later date. The patient was stable.

Event description:
It was reported that the patient experienced inappropriate high voltage shocks for a non-vt/vf due to over-sensing of atrial fibrillation. The patient was asymptomatic as a result. A lead dislodgement was suspected, and an x-ray was scheduled. The results of the x-ray found that the patient's lead had dislodged. The lead was removed and replaced on (B)(6) 2024. The patient was stable.

Manufacturer narrative:
New information: b5, b6.